Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on this information, the reported mitral stenosis and atrial fibrillation appear to be related to patient morphology/pathology and/or user technique/procedural circumstances and not due to the mitraclip device. The reported patient effects of mitral stenosis and atrial fibrillation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mean gradient pressure increase (mitral stenosis). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with an mr grade of 3-4. The mean pressure gradient was 3mmhg. The clip delivery system (cds) was advanced to the mitral valve. The leaflets grasped without issue and the clip deployed; however, after deployment, the pressure gradient increased to 6-7 mmhg and the patients heart rate increased to 86. The mr was reduced to trace. The physician plans to lower the patients heart rate with medication. No additional information was provided.